Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient had a red bumpy rash developing under the adhesive upon removal of the sensor. Patient's mother reported that the patient's doctor prescribed a topical to use. At the time of the call, patient's mother reported that patient was still getting a slight rash.